Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case was damaged and the bottom case was cracked. A review of the event history log identified invalid syringe size in the history. Functional testing was performed by loading of syringe and checking the calibration and the reported issue was able to duplicated. The size pot was broken. The root cause of the issue was a result of the customer's physical damage to the device. Replaced the size pot.

Event description:
It was reported that the pump was not recognizing syringes. No patient injury was reported.